Event description:
It was reported that a patient was revised approximately 8 months post-operatively to address one migrated ozark self-starting, variable screw at c7 and one ozark plate with a fractured locking mechanism. The plate remains in patient as fusion had already occurred and the screw was removed. This report captures the ozark plate.

Event description:
It was reported that a patient was revised approximately 8 months post-operatively to address one migrated ozark self-starting, variable screw at c7 and one ozark plate with a fractured locking mechanism. The plate remains in patient as fusion had already occurred and the screw was removed. This report captures the ozark plate.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.